Manufacturer narrative:
(B)(4) date sent: 6/15/2026 b3: event year only reported: 2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic surgery the scalpel handpiece stopped working. Harmonic handpiece was removed from sterile field and a new handpiece was opened. Upon inspecting the defected handpiece, the clinical staff noticed about 3mm of the metal tip was missing. Team was made aware and the room was searched. An abdominal x-ray was completed in the or. Radiology fellow confirmed no harmonic scalpel tip, 3mm in length, or other unintended foreign body on abdominal x-ray.